Manufacturer narrative:
The product has been returned to masimo for evaluation. During evaluation the battery dropped in charge level from 100% to 50% in approx. 3 minutes. The low battery alarm sounded at 5 minutes. The battery was found to be defective.

Event description:
It was reported that the unit does not hold a charge for very long; approximately 5 minutes and the unit does work on ac power. There was no known impact or consequence to patient.